Event description:
Caller reported a malfunction on pump, associated with interaction with x-ray machine and displaying malf 9. Blood glucose level did not exceed 500 mg/dl. Technical support assisted in resetting pump, and malfunction did not recur; caller instructed to call back if issue reappears. Customer continued to use pump.